Event description:
It was reported by service report that the siderail was broken and it could not latch in the upright position and broken weld, exposing sharp edges. No patient involvement or adverse consequences are reported.